Event description:
Material#: mpx 5300-c, batch#: 23129264, 24029513, 24019360. It was reported by customer that spriros falls from maxplus injections site on mpx5300-c. Bd rep met with customer on (B)(6). There have been 3 instances the nursing team can recall: the video attached is from on (B)(6) incident which was yesterday. Lot number possible for extension mpx 5300-c, 23129264, 24029513, 24019360 in the other 2 instances the nurses were able to administer the doxorubicin (which was re-prepared by pharmacy), at the same port on the extension clave. Due to this reason, we are also reporting this to the ICU medical team as it can possibly be the spiros clave (not sure the batch) these instances occurred in the oncology clinic, and there were no instances reported on any in-pt units. Spriros falls from maxplus injections site on mpx5300-c.

Manufacturer narrative:
It was reported by customer that spriros falls from maxplus injections site on mpx5300-c. A video was submitted of a maxplus connector for quality evaluation. Evaluation of the video shows that the maxplus connector disconnects when connected to a corresponding connector. The customer complaint of connection issues was confirmed. A root cause analysis could not be conducted because a physical sample was not provided. A device history record review for model: mkpx5300-c, lot number: 23129264 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18dec2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model: mkpx5300-c, lot number: 24029513 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mkpx5300-c, lot number: 24019360 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
D4. Medical device lot # 23129264. D4. Medical device lot # 24029513. D4. Medical device lot # 24019360. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set with needleless connector and y-site detached the following information was received by the initial reporter with the following verbatim: it was reported by customer that spriros falls from maxplus injections site.